Event description:
It was reported that the patient underwent a revision procedure to replace the scs device in which was not working for them with a different device, during the procedure the surgery did not go as planned and the scs system was removed. As a result of the surgery the patient stated they were paralyzed. Boston scientific has been unable to obtain additional information regarding any other details of this event and or patient outcome to date, despite good faith efforts.